Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-03231). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device could not be interrogated. The device was having issues transmitting information despite several attempts. The last remote check device longevity was calculated at 6 years until eri. Device was noted to be at end of life. The device was explanted and replaced. The patient was fine post-procedure.